Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage found on motor, unable to verify vibration anomaly due to blank display anomaly. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump had been exposed to rain water and had stopped working. The customer's blood glucose was 62 mg/dl, which was treated with fruit. The customer stated that, the morning of the phone call, they woke up, and the insulin pump was off. The customer changed the battery. The insulin pump was vibrating without an alarm or alert. The discontinuation of the device was advised. Nothing further was reported.